Event description:
It was reported that the system 7700 reinitialized itself during use presenting a delay in patient care. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. The system could be forced to reinitialize whenever, pressure was applied to the side of the monitor. The monitor was replaced and the problem could no longer be reproduced.